Event description:
It was reported that pump battery did not charge despite use of working wall outlets, tandem charging cable and adapter, and alternate charging equipment, and charging connection was not recognized although pump did not shut down or become unable to turn on. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using a prepaid label, and technical support arranged shipment of replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.